Manufacturer narrative:
Upon review of the part that was returned, we determined that this incident did not involve the seat pulling off of the screw head, as was originally reported, and which has happened in several recent polyaxial screw complaints. Rather, the seat is splayed outward approximately 6" which allowed the seat to slip down over the head of the screw. There is also damage to the threads in the seat, similar to that which has been observed in cases of locking screw cross-threading, which would be a possible cause of the seat splaying. This fits with the data collected by customer service that the damage occurred while tightening the locking screw. The spare implant from the set was used to successfully complete the surgery.

Event description:
Polyaxial seat came off of the screw head.